Event description:
Boston scientific crm received information that during a follow-up visit, this pacemaker had displayed 1.5 years remaining. Two months prior the longevity remaining was <.5 years remaining. The longevity remaining had fluctuated dramatically the year before as well. A memory save to disk was performed and analyzed by a product engineer. The automatic capture feature was programmed on and it was suspected that the <.5 years remaining reading occurred when the device was in a retry mode which increased the output temporarily. The 1.5 years remaining was the appropriate reading.

Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.